Event description:
It was reported that prior to the start of a da vinci-assisted diaphragmatic plication surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 31221 occurred when the system started up. The tse confirmed the errors in the logs indicating a faulty internal board of the patient side cart (psc). The tse had the customer perform a hard power cycle on the patient side cart (psc), but the issue was not resolved. The customer elected to use another psc from the other system to continue with the procedure. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed error 31221 on system when the patient side cart (psc) was connected to the system. When the psc was powered on in standalone mode it powered on with no issue. Fse discovered the universal power distributor (upd) was triggering high voltage on the table interface module (tim). The tim was disabled by programming it without the tim node selected. System was functioning without errors and could be utilized but table pairing would not be active. Fse replaced the upd. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The upd was returned for failure analysis with the reported complaint was confirmed but not replicated. System logs revealed errors 31221 and 1152. Upon visual inspection, there were no issues found related to the customer complaint. Upd was installed on golden system and was able to be programmed, system battery was discharged and was able to be recharged. Unit was idled for 20 minutes, and power cycled 10 times without error. The complaint was confirmed based on the field failure analysis. Failure analysis could not determine the root cause of the reported event. The root cause is likely due to an electrical component failure within the upd.